Event description:
It was reported that the patient had the inflatable penile prosthesis removed as it was no longer working. A new inflatable penile prosthesis consisting of 18 cm x 12 mm cylinders, pump, and reservoir. Boston scientific has been unable to obtain additional information regarding the circumstances.